Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient experienced a crackling noise with the device in mid (B)(6) 2018. After this event the user reported having intermittent hearing performance and the a complete loss of signal on (B)(6) 2018. Re-implantation is considered.

Manufacturer narrative:
Device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient experienced a crackling noise with the device in mid december 2018. After this event the user reported having intermittent hearing performance with the device and then a complete loss of signal on (B)(6) .2018. Re-implantation has been performed.